Event description:
It was reported that a 6f mp angio-seal was deployed in the right groin following a stent placement in the right coronary artery. The pt was given haparin 5000 units and reopro during the procedure. Immediately following deployment the pt's condition deteriorated and the physician re-accessed the "rfa" above the angio-seal site. A pigtail catheter was placed at the ilio-femoral bifurcation and contrast media was injected to visualize the right femoral artery. It was noted that the contrast media was exiting the artery from all three original puncture sites, including the original site where the angio-seal had been deployed. A vascular surgeon then intervened by placing an angioplasty balloon at the femoral site to control the bleeding. Emergency surgery was performed to explant the device, which was found to have been deployed subcutaneously, and to repair the groin. The pt recovered in ICU and was discharged in stable condition. The physician stated that the pt had experienced three "bad femoral sticks" and did not attribute the problems to the closure device. There was no formation of hematoma at either groin site.